Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.